Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a copy of the printout was left with the head nurse. The pump was set to minimum rate. Information regarding the patient¿s condition or ¿what the healthcare provider thought was going on with the pump or catheter¿ was not provided.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider reported the patient was having an MRI of the brain and it was not related to the device. They further stated that the catheter was dislodged, and it was confirmed that the catheter tip was broken; that the catheter tip that was intrathecal had back out some and migrated cephalad next to the brain stem down c7-t1. There was nothing in the thoracic and lumbar region. It was not known when the pump was last filled or used. The medication used within the system was morphine. It was later reported that the patient had a refill on (B)(6) 2013 and fell the following day on (B)(6) 2013. They were admitted to the hospital for leg weakness, and they had been in the hospital ever since. A representative suggested the patient consult their healthcare provider to rule out spinal cord injury, granuloma, and ¿other things¿. They noted the patient was a cancer patient.

Event description:
It was reported the patient had a fall and aggravated his back pain on (B)(6) 2013. The patient was diagnosed with cancer of the spine (bone metastasis) in (B)(6) 2013. There was no issue with the catheter. The family members were concerned, and the catheter was still in place after the fall. The patient was hospitalized for the injuries sustained from the fall. A representative went to check and reported no problems concerning the pump and catheter. It was noted that there was no problem with the pump or catheter. Clonidine was also noted to have been used within the pump.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# l62597, implanted: (B)(6) 1999, product type catheter. (B)(4).